Event description:
Procedure type: lap gastric bypass. Patient: female. According to the reporter: there were no intra-operative complications; however, a severe post-operative stenosis was noted in late 2007. The stenosis was successfully corrected with an esophageal balloon dilator.